Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician "did not think the pacemaker was working." A subsequent device check revealed the device was functioning normally. The patient was experiencing a slow atrial tachycardia at a rate of 130 beats per minute, which was near the upper tracking rate. The arrhythmia was pace-terminated. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.